Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin with the device. There was no reported patient injury. The device storage temperature did not exceed 25°c, and no resistance was noted during use. The mynx vcd was used in an interventional procedure employing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. Moderate vessel tortuosity and moderate presence of pvd/calcium were noted at the puncture site. Hemostasis was achieved using manual compression for 20 minutes. The patient recovered after the mynx event. The device was stored and prepped according to the instructions for use, and the user was trained on the device. However, the device and packaging were not inspected prior to use. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin with the device. There was no reported patient injury. The device storage temperature did not exceed 25¿°c, and no resistance was noted during use. The mynx vcd was used in an interventional procedure employing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5¿mm. Moderate vessel tortuosity and moderate presence of pvd/calcium were noted at the puncture site. Hemostasis was achieved using manual compression for 20 minutes. The patient recovered after the mynx event. The device was stored and prepped according to the instructions for use, and the user was trained on the device. However, the device and packaging were not inspected prior to use. The device will be returned for analysis. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed button 1 and button 2 were not depressed, and the stopcock was found open with no syringe returned. The sealant was received in manufacturing position, while the sealant sleeves presented a split and frayed condition. No catheter sheath introducer was returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed. The dimensional analysis of the slit length could not be performed due to the sealant sleeves¿ split and frayed condition. The catheter working length was verified and found within specification. A simulated deployment test was performed, and the unit functioned as intended, deploying the sealant and retracting the balloon properly. The functional test with a catheter sheath introducer could not be performed due to the sealant sleeves¿ condition. Overall, the evaluation confirmed a sealant sleeves frayed-split condition with premature exposure of the sealant, but no evidence was found to indicate a manufacturing or design issue. The reported malfunction "sealant ¿ inaccurate placement ¿ complete" was not observed. The sealant was found in the manufacturing position. The malfunction "mynx control system ¿ deployment difficulty ¿ premature" was discovered during the product evaluation. The exact cause of the event cannot be determined however, procedural/handling factors may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "to ensure proper deployment and use of this device and to prevent injury to patients, read all information contained in these instructions for use." Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.